Manufacturer narrative:
It was determined through failure investigation that the suspect device was s/n (B)(6) and not s/n (B)(6). Omit: a040506 - peeled / delaminated (1454/2904), a0401 - break (1069), g0204002 - keyboard/keypad, g04088 - membrane, c07 - mechanical problem identified, c17 - maintenance problem identified, d07 - cause traced to maintenance. Correction: medical device serial #, unique device identifier (UDI)#, device manufacture date. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, c, d codes. Investigation summary: the reported issue that the 8100 over infused was confirmed via log analysis and is attributed to user programming. The log analysis identified a remote IV order infusion of (bcm_alias_ndc: 4318) was started on the suspect pump module on the date (B)(6) 2024 at the time of 7:30 pm. The infusion rate was at 125ml/h with the volume to be infused (vtbi) at 500ml. The above infusion was the same fluid that was infusing on the concomitant pump module with the programmer selecting yes, to proceed and started the infusion. The clinician at the time of 7:35 pm selected the pause key on the pump module. The primary volume infused (pvi) was recorded at 10.738ml. At the time of 7:39 pm the channel off key was selected on the suspect pump module, turning off the infusion. The pvi remained recorded at 10.738ml. The bd clinical consultant site visit that occurred on (B)(6) 2024, had confirmed with the facility the issue was the result of a programming (scanning) error. Root cause: based on the reported information from the facility that the 8100 over infused, the issue was determined to be user programming. The device log identified that the infusion was scanned in error with the scan being the same fluid as the infusion running on the concomitant pump module and the user selected yes, to proceed with the order and started the infusion. The IV bag had two scannable bar codes on the bag and the lactated ringers barcode was scanned in error instead of the oxytocin bar code. The suspect pump module was tested by the repair center, and it passed with no issues recorded after the incidental repairs were completed.

Event description:
It was reported an over infusion event involving a "routine induction medication", patient received "6.25cml in 3 minutes equaling 375mu." This medication (concentration: 30 units in 500ml IV bag) was intended to infuse at "2mu/min (120mu/hr.) 2cc/hr." The event occurred on 08 may 2024 at 7:30 pm. The event reportedly resulted in "tachysystole" (mother) "leading to a fetal heart rate deceleration" (fetus). Patient received terbutaline subcutaneous and eleven (11) minutes later, fetal heart rate "returned to normal". The baby was reportedly "delivered several hours later." Per report, another infusion, lactated ringers at 125ml/hr., was running at the time of the event. The infusion was reportedly programmed via "barcode scanning." Bd alaris pump infusion set ref #(B)(4) was used for this infusion. Refer to pr (B)(4) for the record on mother.

Manufacturer narrative:
It was determined through failure investigation that the suspect device was s/n (B)(6) and not s/n (B)(6). Please refer to manufacturer report number 2016493-2024-32071 which captures the report on s/n (B)(6). Please refer to manufacturer report numbers 2016493-2024-31684 and 2016493-2024-32170 for the additional reports related to the event. Note that manufacturer report number # 2016493-2024-28092 captures the reportable malfunctions observed on the device s/n (B)(6) during investigation and are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Omit: e1507 - fetal distress, f2303 - medication required, a23 - use of device problem (1670), a0709 - device sensing problem (2917), g0200802 - software interface, g04067 - hinge, g0301204 - pressure sensor, c16 - manufacturing process problem identified, d0301 - manufacturing deficiency. Correction: describe event or problem, unique identifier (UDI) #, medical device serial #, device manufacture date. Additional information: imdrf annex e, f, a, g, c, d codes and manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no patient involvement associated for the reported failure as it was observed by the manufacturer during servicing activity.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: concomitant med prod data. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the 8100 over infused was confirmed via log analysis and is attributed to user programming. The log analysis identified a remote IV order infusion of (bcm_alias_ndc: 4318) was started on the suspect pump module on the date (B)(6) 2024 at the time of 2:05 pm. The infusion rate was at 125ml/h with the volume to be infused (vtbi) at 1000ml. The clinician at the time of 7:35 pm increased the infusion rate to 999ml/h with a remaining vtbi recorded at 311.981ml. The primary volume infused (pvi) was recorded at 688.019 ml when the rate was increased. The clinician terminated the infusion at the time of 7:40 pm by opening the door (door open alarm), removing the administration set (check IV set alarm) and turning off the pump module with selection of the channel off key. The total pvi was recorded at 758.11ml. Subtracting the volume infused before the rate change (688.019ml) from the total volume infused at termination (758.11ml) calculates to a value of 70.091ml infused at the infusion rate of 999ml/h. The inspection and testing process did not find any existing malfunctions, and the suspect pump module infused within specification. Root cause: based on the extensive log analysis, the root cause of the reported issue that the 8100 over infused was determined to be user programming. The device log identified that the infusion rate was manually increased from 125ml/h to 999ml/h at the time of 7:35 pm and infused for approximately 5 minutes at the higher rate before the infusion was manually terminated. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, a040502, a1801, a040506, g04037, g02017, g0204002, g04088, c17 ,c07, c0601, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion event involving a "routine induction medication", patient received "6.25cml in 3 minutes equaling 375mu." This medication (concentration: 30 units in 500ml IV bag) was intended to infuse at "2mu/min (120mu/hr.) 2cc/hr." The event occurred on 08 may 2024 at 7:30 pm. The event reportedly resulted in "tachysystole" (mother) "leading to a fetal heart rate deceleration" (fetus). Patient received terbutaline subcutaneous and eleven (11) minutes later, fetal heart rate "returned to normal". The baby was reportedly "delivered several hours later." Per report, another infusion, lactated ringers at 125ml/hr., was running at the time of the event. The infusion was reportedly programmed via "barcode scanning." Bd alaris pump infusion set ref #(B)(4).was used for this infusion. Refer to (B)(4) for the record on mother.

Event description:
It was reported an over infusion event involving a "routine induction medication", patient received "6.25cml in 3 minutes equaling 375mu." This medication (concentration: (B)(4) units in 500ml IV bag) was intended to infuse at "2mu/min (120mu/hr.) 2cc/hr." The event occurred on 08 may 2024 at 7:30 pm. The event reportedly resulted in "tachysystole" (mother) "leading to a fetal heart rate deceleration" (fetus). Patient received terbutaline subcutaneous and eleven (11) minutes later, fetal heart rate "returned to normal". The baby was reportedly "delivered several hours later." Per report, another infusion, lactated ringers at 125ml/hr., was running at the time of the event. The infusion was reportedly programmed via "barcode scanning." Bd alaris pump infusion set ref (B)(4) was used for this infusion. Refer to (B)(4) for the record on mother.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.